Manufacturer narrative:
The insulin pump passed all functional testing, including idle current test, run current test, self-test, off no power test, unexpected error test, basic occlusion test, occlusion test, prime test, no delivery test, displacement test and rewind. The pump downloaded properly to the care links software. The pump was received with severely scratched display window (not crack), cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was 180 mg/dl. The customer stated that there are cracks on the left hand corner and a crack in the middle of the screen. The customer stated that the base of the pump is also cracked. The customer stated that the locations of the damage are on the top left of the reservoir compartment, the back of the battery compartment at the top, and scratches on the screen left hand side. The customer stated that the screen is hard to read. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.